Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports receiving a second degree burn on her left shoulder after using heat therapy patch. Received medical attention and was placed on pain medication.